Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump booted with a faded, reddish display screen. A test display screen was mounted during investigation and the pump was able to power up with a fully colored and clear display. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen booted with a faded, reddish display. This report is made based on results of investigation completed on (B)(4) /2013.